Manufacturer narrative:
This product was not able to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. No samples were received.

Event description:
According to the reporter the ileostomy catheter is too soft which makes it kink upon usage. The kinked catheter induces pain and bleeding. As a result of the pain and bleeding reported a revision surgery of the stoma will be needed.